Event description:
It was reported that cartridge alarm 20 occurred while pump was in use and did not occur during cartridge loading. There was no reported impact to the customer¿s blood glucose level. Patient declined further troubleshooting or follow-up, and case was closed by technical support with no additional actions taken.